Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "door not closed alarm" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was one missing mech screw, a loose ground wire screw and loose upper auxiliary mounting screw. The mechanism required to be reinstalled to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not recognize the closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.